Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported esophageal perforation remains unknown. Per the IFU, perforation is an inherent risk of any electrode placement.

Event description:
Following an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, an atrioesophageal fistula was diagnosed. On (B)(6) 2014, the patient underwent an atrial fibrillation ablation procedure in which the pulmonary veins were successfully isolated using a therapy cool flex ablation catheter. An esophageal temperature probe was not used during the procedure. There were no performance issues with any sjm device. On (B)(6) 2014, the patient presented to the emergency room with fever, an atrioesophageal fistula was diagnosed and surgically repaired, and the patient was transferred to the ICU in stable condition. Additional information received (B)(4) 2014 indicated the patient expired (B)(6) 2014.